Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included gastric bypass in 2013, morbid obesity from 2013 to 2015, hypertension, gravida, parity 2 (two spontaneous vaginal deliveries, living children 2.) And papanicolaou smear normal. Concurrent conditions included obesity, polymenorrhoea and hysteroscopy. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and weight fluctuation ("weight / loss (specify which one) fluctuation") and was found to have weight increased ("weight gain"), 8 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), pelvic pain ("pain / right lower pelvic pain"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have uterine leiomyoma ("reproductive system disorder or condition-uterine fibroids"). The patient was treated with ibuprofen, iron and surgery (novasure endometrial ablation on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, anaemia, dysmenorrhoea, nausea, uterine leiomyoma, dyspareunia, fatigue, vaginal discharge, weight increased, weight fluctuation and alopecia outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted as essure insertion ??-??-2016. The patient did not have her essure removed nor is she currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anemia, uterine fibroids, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: case became incident. Event injury nos replaced with new events: pelvic pain, abnormal bleeding(vaginal, menorrhagia), anemia, dysmenorrhea (cramping), nausea, uterine fibroids, dyspareunia, fatigue, vaginal discharge, weight gain, weight fluctuation, alopecia, device monitoring procedure was not performed were added. New reporters, date of birth, patient demographics, concomitant conditions, medical history and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.